Event description:
The biomedical engineer (be) reported receiving a programmer from the clinician, with a system error and was not given the error number. The be replaced the battery and the error cleared, then the programmer powered on without any issue. Error 0004 was replicated and subsequently cleared. The programmer remains in service. There was no patient involvement or complications reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.